Event description:
It was reported that "avs pl split in half when inserting another avs pl to size - pounding other avs pl in and insertion driver hit it." Revised event description of "the avs-pl split in half when it was struck in the side while pounding a pusher on another avs-pl adjacent to the avs-pl that split in half. The surgeon removed a portion of the avs-pl that split off and left a portion of the avs-pl in patient."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.